Manufacturer narrative:
The event occurred on an unknown date in (B)(6) 2018.h10 : the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leakage was detected at the connection of the blood pump with the support plate of a prismaflex m150 set during patient treatment. The blood loss was approximately 50 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and it was noted that the filter was clotted with blood. An air leak test under pressure (2 bars) was performed and no leakage was observed. Dye was introduced outside the pump segment (between the bonding of the blood tube and the plate). It was observed that the dye was completely diffused on the post pump while on the pre pump, it did not diffuse. Therefore there was a non-sealing bonding. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. The involved operator was retrained and awareness training has been provided to all operators. The batch involved in this report was manufactured prior to these actions. Should additional relevant information become available, a supplemental report will be submitted.